Manufacturer narrative:
Additional information was requested and none provided. Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Applied medical has reviewed the details provided surrounding the incident and the potentially related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
Full UDI unknown since no lot number was provided. No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
"For information, I was contacted by ms. (B)(4) who wanted additional information because it appears that an incident occurred, but would not necessary be linked to the trocar but with our trocars. Also, further to the internal procedure cers, I prefer to inform you of this exchange, but it is possible that nothing will be said by the institution (it is indeed an informative cer). I want to remind that the pharmacist does not give me reference product or lot number, nor the topic of surgical act, neither the date of the event , etc. I have not been provided any element. ''Je confirmed que la pharmacienne a évoqué un choc hémorragique, que l'intervention s'est déroulée avec l'utilisation de nos trocarts, mais je n'ai aucun élément sur un quelconque lien entre les deux.'' = the pharmacist spoke about an hemorrhagic shock which occured during the use of one of our trocars. No further info available due to internal procedure." Patient status unknown.